Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on electronic assembly or on the motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that she had been moving and cleaning and that the insulin pump may have been exposed to moisture. The blood glucose reading was 89 mg/dl. Nothing further was reported.